Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in 2008. The user's hearing performance with the device is affected. Speech understanding is not given anymore. Re-implantation is considered.

Manufacturer narrative:
Based on the received information from the field a damage to the active electrode caused by device minute mobility is suspected to have led to device failure over time. However, due to the status of the received explanted device, an exact location of the suspected wire fractures could not be located. The observed mechanical damages are likely attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device was affected and there was no longer speech understanding when using the device. The user has been re-implanted.